Event description:
The customer reported that when a non-covidien pencil was used with the generator, the pencil activated without the activation button being pressed. The customer conducted their own evaluation with the competitors pencil and other types of generators. The same issue occurred. The customer advised they are confident that the covidien generator is not the issue. They will not be returning the generator for evaluation. There was no patient injury.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.